Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the hcp failed to fire the skin stapler(not firing) during use on patient for suturing. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4) the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the front staples were severely misaligned with 4 staples remaining in the cover block. Functional testing could not be completed as the stapler was jammed and would not fire staples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The sample was disassembled. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the hcp failed to fire the skin stapler(not firing) during use on patient for suturing. The patient's current condition is unknown.